Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The device failed sensor transducer test. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device failed flow transducer test and/or pressure transducer test during pre-use check. The hospital had the third party service made the repair of the device. Unfortunately, the information about finale solution was not provided to us and no more details have been obtained in regards which part turned out to be the source of the issue. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.